Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of " the device prompted low o2 supply and stopped providing o2 therapy" was observed in the device logs. However, the device was tested with a known good set up without duplicating the malfunction. And internal inspection found no discrepancies. The o2 valve and flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 52-year-old male patient, the device stopped ventilating and displayed a "compressor fault-2001 " message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.